Manufacturer narrative:
Discrepancies which are observed are the result of explant procedures. Due to lead damage, unable to perform complete range of analytical tests; partial testing indicates no anomalies.